Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed a small portion of the threads that have fractured from the shaft. The shaft exhibits surface scratches that indicate repeated use. The shaft is also discolored. Hardness analysis found the hardness to be within tolerance. Sem-analysis indicates the fractures strongly suggest the shaft threads were only partially threaded prior to impact and it appears that less than a turn of thread was engaged at the time of fracture. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action(s) is/are required. Investigation results concluded the most likely root cause of the event is due to fact that shaft threads were engaged less than a thread prior to impaction resulting in overload fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was undergoing an initial hip arthroplasty. When the surgeon unscrewed the impactor he noticed that the tip of the threaded portion of the inner rod had broken off. A piece of the instrument fell into the patient however, no pieces were left in the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was undergoing an initial hip arthroplasty. When the surgeon unscrewed the the impactor he noticed that the tip of the threaded portion of the inner rod had broken off. No pieces were left in the patient. Attempts have been made and no further information has been provided.